Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch delica lancing device does not fire the lancet. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the afternoon on (B)(6) 2011. In addition to oral medication (type and dose unspecified), the patient stated he also manages his diabetes with diet and/or exercise. The patient denied taking any action in response to the alleged product issue. According to the csr's documentation, the patient claimed he experienced a symptom of blurry vision between (B)(6)2011 thru (B)(6) 2011. The patient denied receiving any treatment after the product issue began. During troubleshooting, the csr noted that the patient was using the lancing device for the first time. The csr educated the patient on the proper testing technique (per owner's booklet recommendation) and the alleged issue was resolved. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of hyperglycemia possibly after the alleged meter issue began.